Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. It was also noted that the lead was severed and returned in two segments. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the [inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that after the right atrial lead got caught in the right ventricle and when attempting to free the right atrial lead the right ventricular (rv) lead dislodged during the implant procedure. After attempting to reposition the rv lead an issue with deploying the helix was noted. The lead was returned. No adverse patient effects were reported.